Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tip of the hemopro jaws came off. The tip of the jaw was retrieved from the patient. The hospital did not report any patient effects. The hospital intends to return the device in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no nonconformance issue(s) with this production lot. Internal file number - (B)(4).